Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital due to a dialysis issue. A delivery driver reported that no one answered the door for a 7/2 delivery. As a result, the patient was placed on delivery hold. The pd nurse (pdrn) was contacted and stated the patient doesn't need the 7/2 delivery. The patient might be changed to hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024 with complaints of abdominal pain. The patient was admitted with a diagnosis of peritonitis. The patient had pd effluent cultures obtained which resulted in the growth of yeast (no organism provided). No information pertaining to the patient¿s antibiotic regimen was available. The patient had her pd catheter (not a fresenius product) pulled during the hospitalization. The patient permanently transitioned to in-center hemodialysis (hd). The patient was discharged from the hospital on (B)(6) 2024. The cause of the peritonitis was attributed to the patient¿s lack of hygiene in the home. The patient had been warned several times about cleaning certain areas of the home so as not to contaminate the pd catheter or the connections during treatment. The pdrn stated this was an ongoing issue with this patient.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of fungal peritonitis with hospitalization and permanent transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the liberty cycler set and the patient¿s adverse event. Additionally, there is no allegation of a cycler set defect reported for this event. The patient was diagnosed with peritonitis which grew yeast (fungus). The pdrn stated the patient has poor hygiene issues in the home which was the cause of the peritonitis. Causes of fungal contamination include breaks in sterile technique when connecting peritoneal catheters to bags of dialysate, infections at the cutaneous site of catheter entry, intestinal perforation, and transmigration of fungi across the bowel wall into the peritoneum. The international society of peritoneal dialysis (ispd) recommends immediate catheter removal when fungi are identified in the pd effluent. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital due to a dialysis issue. A delivery driver reported that no one answered the door for a 7/2 delivery. As a result, the patient was placed on delivery hold. The pd nurse (pdrn) was contacted and stated the patient doesn't need the 7/2 delivery. The patient might be changed to hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024 with complaints of abdominal pain. The patient was admitted with a diagnosis of peritonitis. The patient had pd effluent cultures obtained which resulted in the growth of yeast (no organism provided). No information pertaining to the patient¿s antibiotic regimen was available. The patient had her pd catheter (not a fresenius product) pulled during the hospitalization. The patient permanently transitioned to in-center hemodialysis (hd). The patient was discharged from the hospital on (B)(6) 2024. The cause of the peritonitis was attributed to the patient¿s lack of hygiene in the home. The patient had been warned several times about cleaning certain areas of the home so as not to contaminate the pd catheter or the connections during treatment. The pdrn stated this was an ongoing issue with this patient.